Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a plum 360 infusion pump. It was reported that the pump over- infused. Patients paclitaxel was administered as per prescription, rate and volume entered into pump as 270mls/hr as per volume in bag, second checked by another nurse. Pump alarmed after 33 mins, paclitaxel bag empty, rate on pump showing 507mls/hr. Patient felt well in theirself, no shortness of breath, no chest pain, no flushing. Observations stable. There was patient involvement; however there was no harm reported.

Manufacturer narrative:
The device history was reviewed and no delivery-related alarms were identified. The log history was reviewed from (B)(6) 2022 to 3nov2022 with emphasis on the event date of 03nov2022. No physical damage was identified upon visual inspection. The default drug library was in use. The clinical log indicates that the time was not offset. Since this pump was in great britain, the timestamps are not adjusted and are assumed to be utc time. The key press logs show that the initial piggyback programming attempt was for a rate of 270 ml/hr, but then the user went back and reprogrammed the therapy for 507 ml/hr: the 270ml/hr program was entered at 14:09:36 on 3rd nov 2022. The duration of this delivery was zero minutes, as the device was reprogrammed for 507ml/hr at 14:09:56 on 03nov2022, 21 seconds after the initial program (270ml/hr) was entered. The 507ml/hr program was started at 14:10:01 and had duration of 33 minutes when delivery finished at 14:43:48 on 03nov2022. No network connection is shown in the logs and no connection to a mednet server is evident. As the complaint states, there is evidence of a piggyback infusion run on november 3rd with a rate of 507 ml/hr: the device passed all performance verification testing (pvt) including delivery accuracy testing. In conclusion, the complaint was not confirmed as it operated as programmed and as expected. The key press data shows that the pump was programmed for 507 ml/hr. The pump performed as expected.